Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot in unremarkable condition. The mpu was powered on and booted up as intended. The unit was connected to a mock loop and test system controller and ran for several days without any issues or alarms activating. Additional information stated that the cause of the alarm was unknown and that exchanging the mpu resolved the alarm. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was connected to their mobile power unit (mpu) and the yellow wrench symbol illuminated. The mpu was restarted, and the alarm resolved temporarily, but then came back not long after. The device was exchanged. And the issue resolved.